Event description:
It was reported that a fluid leak was observed from the pre blood pump of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation however, photos were provided for evaluation. The visual inspection observed the reported leak from the pbp line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation with traces of glue present on the bar code. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was performed and no leak was observed. No leak or no air intake was detected during the priming test. No leak or no crack was detected on the three pod membranes and connections.the reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.